Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the system was being extracted due to fractured lead. Local representative wanted to know how to turn off tachy therapy. Boston scientific technical services (ts) walked through on how to program tachy therapy off. There is no further information available. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the system was being extracted due to fractured lead. Local representative wanted to know how to turn off tachy therapy. Boston scientific technical services (ts) walked through on how to program tachy therapy off. There is no further information available. No additional adverse patient effects were reported. Additional information was received that a shock impedance measurement of greater than 125 ohms was observed. This right ventricular (rv) lead remains implanted.